Event description:
Boston scientific received information that during a routine device change out, this right atrial (ra) lead came apart when being removed from the header. The setscrews were loose when the lead was removed. The lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.